Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was discarded and not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During treatment with a diamondback peripheral orbital atherectomy device (oad), the crown became stuck in the iliac artery for fifteen minutes. After new access was obtained in the radial artery the crown was eventually removed, and the procedure was completed without further consequence to the patient.